Manufacturer narrative:
On 12/19/2016 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer returned complete customer information request with additional information on 11/28/2016. Based on the information received, aso opted to file an MDR. Return and retains samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
Consumer stated that product caused redness to his face. A red area emulating the adhesive surface appeared.